Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons harder to push and one time during prime it leaked a little bit and ran out. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had random and unexplained delivery alarms, battery life has diminished, rejected a new battery. The product will not be returned for analysis.